Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet screen cracked and the device became nonfunctional, and a replacement was provided; blood glucose was reported as unaffected. Symptoms included no adverse clinical effects. Outcomes included no impact to health status or need for medical care. Investigation included collection of event details and coordination for return of the damaged device. Investigation of this device revealed a damaged display component resulting in loss of device usability, consistent with external physical damage. It was concluded, based on previously established findings for similar reports, that the cause was user handling leading to mechanical damage.